Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a maestro 4000 cardiac ablaton system was selected for use. It was reported high impedance error was observed, the error was resolved by exchanging the "main box". However it was noted that the procedure was "substantially delayed". The procedure was completed, no patient complications were reported.